Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer states that six syringes has a black substance, which they suspect to be some sort of grease. One of these was large blobs and the others are much smaller marks inside and outside the syringe body. The black substance was not embedded in the plastic, it was all on the surfaces. Additional information received on 07-jan-2019 indicts that seven more syringes with small grease marks.

Manufacturer narrative:
A review of the device history record (DHR) for lot number 823413x indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. The manufacturing and printing processes of the syringe assemblies, printed barrels, and molded components include visual inspection and/or physical testing. Inspection reports were reviewed with no issues observed related to the reported customer event. Additionally, raw materials must pass an inspection and certification review before release to the floor for production. All molded components undergo a validation process inside a controlled manufacturing area. Various validated detection units such as a rubber tip detection unit, plunger detection unit, barrel blow-out probe, and print tape break detectors are in place and verified at prescribed intervals to verify functionality. Air pressure for blow-over tubes are monitored and adjusted when necessary. Silicone settings are verified each shift of production to be within specification for timing, line pressure, head temperature, and blow temperature. Syringe samples are collected on a regular basis and submitted to the laboratory for silicone amount testing to verify silicone to be within validated specifications. Operators are instructed to inspect all product used for regrind activities for potential contaminants such as color, rubber tips, cannula, or inclusions to assure it is clean before regrinding. Six (6) bags totaling seventy-three (73) representative sample syringes were provided for evaluation for lot number 823413x. The first bag contained three (3) complete syringe assemblies with purple luer coverings attached to the luer tip. One of the syringes was identified to contain the issue of incomplete or incorrect assembly of the stopper and plunger rod in to the syringe barrel. One of the syringes was identified to contain the issue of particulate or extraneous matter in the fluid pathway due to a piece of a broken plunger rod was identified inside the syringe barrel between the barrel wall and side of the rubber tip. The third syringe was identified to contain the issue of missing print of more than 2 graduations and/or numerals. The missing numerals and graduation lines were visibly stamped in to the barrel; however, the ink is missing. The second bag contained one (1) single complete syringe assembly. This syringe was identified to contain the issue of excessive lubricant in or on the syringe. A clear fluid can be observed within the syringe tip. According to third party test results for identification testing performed on behalf of the customer, new hampshire materials laboratory, inc. Identified the clear liquid to be consistent with ¿hydrocarbon-type lubricating grease¿. The third bag contained six (6) complete syringe assemblies with purple luer coverings attached to the luer tip. Three of the syringes also contained a purple cap attached to the purple luer covering. One of the syringes was identified to contain the issue of particulate or extraneous matter (not in the fluid pathway). A spot of grease was identified on the outer dimension of the syringe barrel. One of the syringes was identified to also contain the issue of particulate or extraneous matter (not in the fluid pathway). The plunger rod was identified to contain grease on two of the plunger ribs. Three of the syringes were identified to contain the issue of embedded particulate or extraneous matter in the molded parts. One of the syringes was visually inspected with no issues identified. The fourth bag contained seven (7) complete syringe assemblies and one (1) plunger rod with stopper attached. One of the syringes was identified to contain the issue of damaged product/component (non-functional). This syringe was observed to have a broken plunger tip causing the stopper to not assemble properly. One syringe was identified to contain the issue of damaged product/component (functional) due to a malformed plunger rod. Five of the syringes were identified to contain the issue of damaged product/components (non-functional) due to a bent tip. Three of those syringes also had a malformed plunger rod and two of those syringes also contained a broken plunger rod. The fifth bag contained seven (7) complete syringe assemblies with two of the syringes with purple luer coverings attached to the luer tip. The five syringes without purple luer covering were identified to contain the issue of damaged product/component (non-functional) due to a bent tip. One of the syringes with a purple luer covering was identified to contain the issue of particulate or extraneous matter (not in fluid pathway) due to a speck of grease being identified on the outer dimension of the syringe barrel. One of the syringes was visually inspected with no issues identified. The sixth bag contained forty-six (46) complete syringe assemblies and two (2) syringe barrels. All forty-eight barrels were identified to contain the issue of damaged product/component (non-functional) due to bent tips. One of the syringes was also identified to have a broken plunger rod. This syringe is intended to be a single use syringe and not qualified as a prefill syringe. It was apparent that the syringes received were subjected to further processing at another location by the customer. It is unknown as to what operations the syringes were later introduced to and the potential affect the further processing may have had in relation to the various issues reported with this case. In addition, it is highly probable that during the further processing, the issues described with this report were likely identified as a result of some level of 100% or nearly 100% inspection by inspectors, operators, vision or detection systems, etc. And not as a result of a random sample of a certain sample size. Therefore, the acceptable quality limits (aql) for a random quantity of samples to inspect would not apply and the following accept/reject criteria would apply for the nonconformance products returned by the customer in relation to lot number 823413x, production lot size 100,125 pieces. The product produced for this lot would have passed, meeting acceptable quality standards. Probable root causes were identified as: incomplete or incorrect assembly of the stopper and plunger rod with the barrel can potentially be due to incorrectly fed rubber tip, flash on rubber tip, poor alignment of rubber tip with plunger rod during assembly, or due to a damaged plunger rod. A broken plunger rod and/or a piece of broken plunger rod inside the barrel can potentially be due to a plunger breaking and the piece falls in to a barrel during the assembly process. The plunger rod can potentially break when the blow over system gives parts too much speed during transfer. This could lead to one or both of the parts breaking upon impact. If this is a larger piece, the barrel blowout system will not be able to remove the particulate from the barrel. This product is printed with a hot stamp printer. Missing barrel print can be caused by the print head hitting too hard on the barrel or the heat used to apply the print to be excessive causing the printing tape to tear. Excessive lubricant inside the barrel tip can occur as a result of too much lubricant being applied during assembly. Grease is used for various machine maintenance activities including for the conveyors. Although it is avoided at every potential opportunity, it is possible for grease to transfer on to conveyors or other parts where parts may come in to contact. Grease identified on the outer dimension of the syringe barrel or plunger rod can occur if parts come in to contact with these parts. The plunger rods molded for this product are validated to have the option to use regrind resin material. During breakdown of syringe assemblies, if plunger (the rubber tip) is not removed and is included in material to grind down and use for the molding of components, this may result in black inclusions identified in the molded plunger rod. Malformed plunger rods and/or bent syringe tips can occur if molded parts are transferred to a tote or buggie prior to the required length of cooling time is not allowed. The parts may be somewhat warm and moldable still and the pressure or weight of the other parts within the tote and/or buggie may cause the warm components to become distorted. Although deficiencies were identified from the samples returned, it was noted the syringes were further processed. Therefore, the root cause cannot be identified with certainty to be a result of the manufacturing process. Overall number of deficiencies identified was acceptable per acceptable quality limits. The reported customer complaint is confirmed. A root cause could not be determined. Probable root causes were determined to be manufacturing related. A quality alert has been issued and will be distributed to appropriate manufacturing and quality personnel. This complaint will be utilized for tracking and trending purposes.